Event description:
It was reported that the rotablator speed was unstable. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotablator rotalink plus was selected for use. After ablation was performed, it was noted that abnormal noise was heard during polishing and the rotation speed of the burr rapidly increased. Ablation was completed as it was. There were no patient complications reported.

Event description:
It was reported that the rotablator speed was unstable. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotablator rotalink plus was selected for use. After ablation was performed, it was noted that abnormal noise was heard during polishing and the rotation speed of the burr rapidly increased. Ablation was completed as it was. There were no patient complications reported. It was further reported that the maximum speed reached was 180,000rpm and this is also the set operational speed. After the burr cross the lesion, it was advanced and retracted several times as finishing touches; burr was then simply pulled out from the patient's body. It was further reported the rotalink was used inside the patient, however that the tip of the rotawire detached outside the patient's body. The device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was connected to the advancer. A rotawire was inside of the device. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The burr was soaked and with wire was removed and sent to coyol. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotablator speed was unstable. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotablator rotalink plus was selected for use. After ablation was performed, it was noted that abnormal noise was heard during polishing and the rotation speed of the burr rapidly increased. Ablation was completed as it was. There were no patient complications reported. It was further reported that the maximum speed reached was 180,000rpm and this is also the set operational speed. After the burr cross the lesion, it was advanced and retracted several times as finishing touches; burr was then simply pulled out from the patient's body. The device was returned for anaylsis. Returned product consisted of a rotablator rotalink plus device. The burr catheter was connected to the advancer. A rotawire was inside of the device. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The burr was soaked and with wire was removed and sent to coyol. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.